Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen became dim all at once and could not be read clearly in dark or light settings. No improvement was reported after adjusting the contrast and changing the battery. No damage or exposure to moisture was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/07/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings: during investigation, the display screen was found to be blank. The cover was removed and the display screen was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).